Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the problem and measured the output of the power tray and found that the power tray (field replaceable unit) was defective. He replaced this power tray, this solved the problem.

Event description:
Philips received a complaint from a customer that the device shut off during the case and it could not power on.